Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill and sample leakage. The following information was provided by the initial reporter. It is reported customer is experiencing over-filling and leaking. The 1.8ml sodium citrate vacutainer tubes are all over filling leading to bad results. We tested out several to ensure that it was not a technique error. All of them overfilled by means of the vacutainer tube vacuum. " "customer states that all tubes are filling to under the cap and that they have had some that have leaked in the pneumatic tube system from the puncture hole in the cap. They have pulled this lot#. They did not report out any results from the overfilled tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill and sample leakage. The following information was provided by the initial reporter. It is reported customer is experiencing over-filling and leaking. The 1.8ml sodium citrate vacutainer tubes are all over filling leading to bad results. We tested out several to ensure that it was not a technique error. All of them overfilled by means of the vacutainer tube vacuum. "Customer states that all tubes are filling to under the cap and that they have had some that have leaked in the pneumatic tube system from the puncture hole in the cap. They have pulled this lot#. They did not report out any results from the overfilled tubes."